Manufacturer narrative:
Device evaluation: the lens was returned dry in a small vial. Visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on the product. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -9.50 diopter, in the patient's right eye (od) on (B)(6) 2016. In the second surgery on the same day, the lens was exchanged for the same size and diopter lens due to lens tear/break during injection into the eye. The problem was resolved. As of the date of MDR submission, the lens has been returned, but not yet evaluated.